Event description:
It was reported that the site was experiencing difficulties with the programming hand held where it was noted that "when turning on the device by pressing the power button, the device does power on, however, the screen is very dark and cannot be ready. The power button should be pressed twice or more to make it lighten. It is the same when turning off the device, the screen goes darker but to turn it off completely, the button should be pressed twice or more". Good faith attempts to obtain additional information regarding troubleshooting and whether the hand held will be returned to manufacturer for analysis have been made, but no response has been received to date. The site also reported a computer software problem which is reported in manufacturer report # 1644487-2010-00974.